Event description:
Distractor placed in 2004. Removed prematurely. No long term injuries. Device replaced with rigid external distractor. Returned device showed bent elbow rod assembly and maxillary distractor. Examination of front bar assembly showed signs of bending. Investigation ongoing.